Event description:
A review of service data has detected a reportable event. Upon servicing of charger sn (B)(4), which was returned for normal maintenance, the charger's power brick connector was pushed in and would not connect to the charger. The last pt to use this charger did not report any problems.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. Upon receipt the power supply connector was pushed in and would not connect to the charger. The root cause for the damage connector cannot be positively determined but is likely excessive force. No adverse event occurred due to the defective power brick connector. The last pt to use this charger/modem did not report any problems.